Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have a broken distal pitch cable at the proximal clevis hole. The broken cable segment that contains the crimp was still installed in the clevis. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The complaint regarding a broken cable was confirmed by failure analysis. Common causes of a broken pitch cable, whether partial or full, may be attributed to damage to the cable through external collisions, during transport/storage, during use, or during reprocessing. A review of the image provided image was performed an intuitive surgical, inc. (Isi) failure analysis engineer. The following additional information was provided: the reported broken cable is the pitch cable.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the permanent cautery hook instrument be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the permanent cautery hook (pch) instrument would not move. When the instrument was removed, it was discovered that a wire was broken. The procedure was completed with a backup instrument, with no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the customer and received the following additional information available: when the issue occurred, the surgeon was attempting to free perigastric tissue. The instrument's hook would not grip. The customer was unable to distinguish if there were any issues with the instrument's movement. There was one silver cable visibly protruding from the distal end of the instrument, the one that controls the up/down movement of the wrist. There were no signs of thermal damage, and no loss of cautery.